Event description:
Had advanced orthopedic solutions intermedullary fixation rod implanted after femur break in (B)(6) 2013. Four years later, tripped and rod broke in two places. Needed surgery and new implant. This has caused extreme pain and incapacitation.